Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that following insertion the patient experienced urinary and bowel problems.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to abnormal uterine bleeding, cystocele, rectocele, and uterine prolapse.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent posterior colpoperineoplasty on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that patient underwent cytso, insertion of a left 24cm 6-french double-j stent and left eswl due to left pelvic renal stone and left flank pain on (B)(6) 2014. It was reported that patient underwent robotic single-site laparoscopic left salpingo-oophorectomy due to pelvic pain & chronic left ovarian cyst on (B)(6) 2014. No additional information was provided. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It ws reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.